Manufacturer narrative:
Test strip lot # 1020215082, expiration date: 2017/03/31, control solution lot # 1030115126, csr 82-127 mg/dl. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. The consumer's alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device, failure analysis of the returned product revealed that the nova max link glucose monitoring device performed within specification. The customer returned blood glucose test strip from the lot in question. Visual as well as chemical evaluation (by testing with control solution) was not able to replicate the alleged issue as the performance testing revealed the strip to perform within specification as well. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Event description:
Consumer called in concerned about high blood glucose readings this morning. (B)(6) 2015 at 5:17 am bg 240 (all results fasting) woke up early feeling unwell -possibly low; at 5:34 am bg 274 -took a correction of 4 units of insulin after this test; at 5:42 am bg 288; at 6:53 am bg 258; at 7:53 am bg 195. The consumer alleges a control solution test was performed, however the test was not performed as instructed in the directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range.